Event description:
During a test run prior to a cardiopulmonary bypass procedure, the user reported the display of the roller pump disappeared. The user experienced an unexpected heat when touching the display soon after it disappeared. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.